Manufacturer narrative:
The mega suturecut needle driver instrument has been received for failure analysis. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the mega suturecut needle driver instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle drive instrument was analyzed and found to have a broken grip tip. A piece approximately 4.79 mm x 2.66 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.